Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: striated broken on anterior, creases fold and missing shell. Based on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage. Missing shell assessed as inconclusive the event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device was explanted and replaced.

Event description:
Healthcare professional later reported right side rupture.